Event description:
On (B)(6) 2014 pt experienced a fall at the va hospital. On (B)(6) 2014 pt presented to local emergency dept with pain in his legs and arms.

Manufacturer narrative:
The device was returned to the MFR. And no problems were found with the cycler during the plant investigation. All device history records were reviewed and there were no deviations or nonconformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification range. A supplemental medwatch report will be submitted when medical records are reviewed. Related MDR: 8030665-2014-00261 and 1713747-2014-99923.